Event description:
The customer was hospitalized for high blood glucose and dka.troubleshooting was performed.the programming was not correct.instructed customer to remove reservoir and rewind pump to correct concentration.it was also stated that the time was incorrect.advised customer to run 3u of unsulin and monitor her sugar level.instructed customer to call the help line for further assistance.